Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent an unrelated surgical procedure wherein the ipg was not placed into surgery mode and the ipg became unable to communicate with external devices. Troubleshooting was unable to resolve the issue. As a result, surgical intervention was undertaken on 9 may 2022 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction: h9 - the device was not found to be in service app; therefore, the field safety corrective action was removed. The observation from the field ¿possible service app¿ in reference to the inability to connect to the device was not confirmed. It was concluded the root cause of the observation was due to the device being previously placed in MRI mode. No further information or program logs were provided from the field. It¿s unknown if environmental factors contributed to the observation or if any other programmer had been previously paired with the patient¿s device. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.